Event description:
It was reported that the customer went to the emergency room (ER) with diabetic ketoacidosis. Reportedly, the insulin was "bad;" however, no additional information was provided regarding how the insulin was bad. Bg was treated via a manual insulin injection, anti-nausea medicine, and intravenous pantoprazole and sodium chloride. Reportedly, the customer left the ER 6-8 hours later with the issue resolved. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.